Manufacturer narrative:
The insulin pump monitored for several days and no blank display noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with normal operating currents. The insulin pump passed the self-test, error test and off no power test. No unexpected failed battery test noted. No unexpected battery out limit noted. No damage found on the lcd isolation tape noted. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a blank display after inserting new batteries. Customer reported the device alarmed failed battery test and shut off. The customer's blood glucose level was unknown; however, the customer stated that she felt very sick and had had high ketones before. The customer's device was replaced, and was advised to return theirs for analysis.